Event description:
The reporter stated the surgeon inserted an aq2003v silicone three-piece lens but the lens was removed due to there was not adequate space for the lens in the ciliary sulcus. The incision was enlarged to remove the lens and another lens was inserted. Sutures were required to close the wound.